Event description:
Caller tested 6.7 inr and 6.1 inr on the coaguchek xs system while a comparison lab returned as 4.4 inr. Patient's evening coumadin dose was held based on meter results. No adverse event reported. Requested return of suspect device and replacement was sent.